Event description:
It was reported that the patient had received medical assistance due to hypoglycemia. The patient's blood glucose levels dropped to 35 mg/dl while wearing the pod. The patient reports they had lost consciousness. Upon arrival of the paramedics the patient was treated with a glucagon gel pack as well as intravenous fluids. The patient was prescribed baqsimi (3 mg) nasal spray. The paramedics were with the patient for 1 hour. The patient did not go to the hospital. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.